Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsule grade iii". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Sales representative on behalf of healthcare professional reported "capsule grade iii". This record is for the left side. Device has been explanted and replaced. Closed capsulotomy performed. Singulair reported as treatment.

Event description:
Sales representative on behalf of healthcare professional reported "capsule grade iii". This record is for the left side. Device has been explanted and replaced. Closed capsulotomy performed. Singulair reported as treatment.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.